Manufacturer narrative:
Exact date unknown, event occurred three months after implant. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: (B)(4). Model: sc-8336-50. Serial: (B)(4). Batch: 7056814.

Event description:
It was reported that the patient was experiencing inadequate stimulation. No device malfunction was suspected. All device components were explanted and were discarded. The patient was doing well post-operatively.